Manufacturer narrative:
Tandem¿s t:slim user guide indicates that a cartridge alarm can be caused by ¿a cartridge defect, not following the proper procedure to load the cartridge, or over filling the cartridge (with more than 480 units of insulin).¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping and the load process. Additionally, it was reported that a valid cartridge alarm 5 (pressure out of range) occurred. Tandem's technical support educated the customer to not refill/reuse cartridges, to not remove insulin during pumping, to follow the prompts on the pump, and to fill the cartridge at the appropriate time. Additionally, it was reported that the bottom of the cartridge leaked. The customer's blood glucose (bg) level was 400 mg/dl. The bg level was addressed with a bolus via the pump and a manual injection. The customer confirmed that manual injections were available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge alarm 19) was verified and a different issue was identified.